Manufacturer narrative:
The subject device was returned to olympus medical systems corp.(omsc) for the evaluation. Since the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during a bronchoscopy, the bending section of the subject device broke and was angulated in the retroflex position within the patient. It was reported that the user facility managed to straighten the bending section of the subject device and withdrew the subject device from the patient. Then, the user facility replaced the subject device with a similar olympus bronchoscopic and completed the procedure. There was no report of patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. For evaluation. In the evaluation, there was no abnormality in the subject device. The facility commented that the subject device was handed over to another physician while the bending section of the subject device was angulated within the patient during bronchoscopy, and then the bending section was angulated to the retroflex position at the bifurcation of the trachea. The exact cause of the reported event, in which the bending section had been stuck in the patient body, could not be identified. However, based on cases in the past and the comment of the facility, the reported event possibly occurred due to the inappropriate handling at the user facility during the procedure. The operation manual has already warned; ¿the endoscope has not been designed for use in retroflexed observation. Performing retroflexed observation in a narrow lumen may make it impossible to straighten the bending section and/or withdraw the endoscope from the patient. In case the patient moves due to coughing and other reasons while the endoscope is angulated in the narrow lumen, the bending section of the endoscope may be pushed into the lumen and be retroflexed. Pretreatment to control patient¿s coughing reflex and other possible unexpected moves are the responsibility of trained specialists.¿ if additional information becomes available at a later time, this report will be supplemented.